Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated architect stat high sensitive troponin-I results for one patient. The customer uses the reference range >2 ng/l for males and >16 ng/l for females. The following information was provided: sid (B)(6) (B)(6) 2021 initial result 203 ng/l, repeated less than 2 ng/l in duplicate. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for architect stat high sensitive troponin-I, lot 25348ud00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 25348ud00 was identified.